Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis occurred. A 3.0 x 24 mm synergy drug-eluting stent was placed in the left anterior descending (lad) artery. However, post procedure the patient was transferred back to cath lab to repeat the cardiac catheterization due to stent thrombosis that was noted on electrocardiogram. The procedure was completed with another synergy device was implanted. No further patient complications were reported and the patient's status was fine.